Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on lcd board. The pump was unable to confirm low battery alert and unable to perform any tests due to buttons unresponsive. The pump was received with broken battery tube thread, stripped battery cap coin slot, missing end cap sticker, cracked reservoir tube lip and minor scratches on display window.

Event description:
The customer reported via phone call that they experienced low battery alert, damage and cracked battery cap. The customer's blood glucose value was unknown. The customer stated that the pump fell and hit the ground and cracked. The customer mentioned that she had a low battery alert and was not able to remove the battery cap due to crack. The customer stated that the rubber o-ring stuck out. The product was returned for analysis.